Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pace impedance measurements on this left ventricular (lv) lead greater than 3000 ohms. No adverse patient effects were reported. At this time, this device system remains in service.